Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of mechanical issues was confirmed. Product analysis concluded that the pump requiring more that 8 lbs. Of force to activate could affect the functionality of the device. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical analysis of the cylinders revealed wear at folds in the proximal and distal cylinder bodies. There were no leaks identified and the components passed all functional tests performed. Visual and microscopical inspection of the pump did not identify any visual damages. However, functional testing of the component revealed the component did not pass the 8 lb activation test and therefore required more than 8 lbs. Of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the cylinders were removed and replaced. The patient fully recovered following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the cylinders were removed and replaced. The patient fully recovered following the intervention.